Event description:
Per notification email. Pt states one prefilled veletri cadd legacy cassettes is alarming on both pumps, no disposable and was unable to resolve. Changed over to new cassette to resolve alarms. Cassette lot number not provided. Doesn't feel good if not getting enough medication. No further details provided. No serious injury.

Manufacturer narrative:
Corrected data b1, corrected data: corrected data b1-product problem.